Event description:
The patient reportedly developed an infection from removing his steri-strips too early. The patient's wound was packed daily and was given oral antibiotics for 16 days without response. On (B)(6), 2012 the device was explanted and the patient was given an IV vancomycin antibiotic and augmentin (oral) and bactrim (oral). Patient's wound is healing and the patient is still being treated. Surgery to reimplant the patient will be scheduled.